Event description:
It was reported that this lead was capped and surgically abandoned at some undetermined time without any report of any issues or allegations, with available records reviewed and the patient consulted, but no date was able to be established for the procedure. A new device was implanted. No additional patient effects were reported. No further information was available from the field.